Event description:
The dc adapter is broken in the green cable port. There have been no patient consequences reported. The customer reported finishing the breast biopsy using the older biopsys system.